Event description:
Philips received a complaint on the v60 ventilator indicating that the device had a black screen and would not turn on. It is unknown if the device was in use at the time of the reported problem. No patient harm reported. The investigation is ongoing.

Manufacturer narrative:
H10. The customer accepted the quote for a replacement lcd assembly and onsite services. It was determined that additional parts lcd cable (2nd generation/nec) and ui pcba to pm pcba cable were required to resolve the lcd issue. The investigation is ongoing. H11: updated contact information, contact office entity, and manufacturing site.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report #2518422-2023-18202.

Manufacturer narrative:
The lcd was replaced to repair the device. The unit passed all testing after the repair.